Event description:
It was reported that the device exhibited an alarm for ¿no disposable clamp tubing¿. Troubleshooting was performed but the alarm persisted and the device then exhibited an alarm for ¿no disposable pump will not run¿. The device was powered off. Rate 3ml/hour; given 17.15ml; resolution volume 120.9ml. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.